Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant, during the procedure, the lead could not be fixed when it was placed on the right atrium. The physician tried several times to replace the lead but still failed. The physician changed the lead to complete the procedure. No adverse consequences were reported on the patient.

Manufacturer narrative:
A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.